Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. No button error alarms noted. The device had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and the customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 178 mg/dl. No further information reported.